Event description:
Maude event report volun on 02-apr-2009: I had a total hip replacement in 2004, using a ceramic on ceramic stryker implant. At first it was great, and I was able to return to my activities quickly. However, I began having problems with it approximately 6 month after implant, first noticing weakness. I was able to walk less and do less, in less than even 4 weeks after surgery. Doctor said x-rays showed all ok and put me on more therapy. Muscles continued to strengthen, but still weakness. It also began popping and occasionally make a squeaky, grinding rubbing noise. This would come and go. Now 4 years later, it is still popping and making a rubbing grinding feeling. Several times it has popped and been painful when I bent over and turned to the side and stayed sore for days afterwards. Doctor says x-rays look ok, however, he did say, he could replace the liner, which would probably take care of the rubbing ad grinding feeling I have. I have not yet done so, as worry that perhaps having it redone would cause more pain and disability than I now have. I still have to use my can when I walk more than several hundred feet, as it gets very weak especially as the day progresses. I do not expect this outcome, as I am a dancer and tennis player, and have not been able to do this. Needless to say, I am not happy with this stryker ceramic-on-ceramic hip implant. I go back to the doctor in 2009, and will have more x-rays taken, this time of the hip socket.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. No further info is available, although it has been requested. If add'l info becomes available, it will be submitted in a supplemental report.